Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted that the site was getting error 23103 during a procedure. The fse replaced the distal set-up joint (dsuj) cable (scrap item) in arm 2 to correct the reported problem. The system was verified and ready for use.

Event description:
An intuitive technical support engineer identified an error in the system health report when conducting the error log review.